Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an inaccurate insulin gauge reading was received. Customer changed cartridge and insulin delivery was resumed. Customer's blood glucose (bg) was 413 mg/dl and a correction bolus was delivered to address bg.